Event description:
This drainage catheter was placed in march 1996. Upon removal january 14, 1997 the distal tip of the catheter broke off in the pt. The retention suture remained attached to the distal detached segment. Another catheter was successfully placed. Uneventful retrieval of the detached segment utilizing a scope was done the following day without incident. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up revealed this catheter had been in place for over 10 months. Directions for use outline the appropriate indwelling time. Co believes that the duration of time the catheter was indwelling contributed to this event and does not attribute it to the device. However, without evaluting the device co cannot determine the exact cause for this event. Directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement.